Event description:
Continuous alarm

Event description:
Continuous alarm. The pump was received for evaluation. The evaluation confirmed customer reported issue of ""device alarms when powered on."" During visual inspection, damage was found on ic chip on central unit board volumat us. Unable to download history due to inoperative cpu board. When plugging in pump, observed error message 10 .the cause of the customer reported issue and the observed error 10 is a non-functional cpu linked to product failure. Replaced the defective parts. Performed full configuration and calibration. After repair, device was found to meet specification. Regarding defective cpu board, a CAPA was opened in order to investigate the failure.